Event description:
The MFR received info from a third party service center alleging a ventilator's lcd display screen was blank. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at a third party service center, the customer's complaint was confirmed. The ventilator's lcd display screen, lcd backlight cable and system board to lcd cable were replaced to address the issue.